Event description:
It was reported that the customer's insulin pump would not pump any insulin. The customer had to do a complete set change. The customer's insulin pump also alarmed no delivery during a bolus. The customer's blood glucose was 448 mg/dl. The customer treated herself with a manual injection. The customer stated that the alarm was already resolved by a complete set change thus troubleshooting was not done. Advised to monitor the insertion site.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.